Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump made an alarm sound before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. No alarms, malfunctions or abnormalities were identified during the service of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump was found to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.